Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission with non-sustained right ventricular oversensing; noise was noted on the right ventricular lead. Noise could not be reproduced in clinic with isometrics. Programming changes were made. Patient experienced no consequences and would continue to be monitored..